Event description:
A patient received hemodynamic support from an impella cp smartassist heart pump and venoarterial extracorporeal membrane oxygenation (va-ECMO) due to acute myocardial infarction/cardiogenic shock. On the 12th day after insertion, the impella cp pump suddenly stopped. The intended period of use for an impella cp is five days. The impella cp was removed and replaced with an impella 5.5 smartassist heart pump. The patient suffered no harm from the incident and was successfully weaned off the impella pump support several days later.

Manufacturer narrative:
The impella device was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was not returned for investigation. The cause of the pump stop could not be determined because no product or logs were returned.